Event description:
It was reported that the insulin pump alarmed motor error and the alarm was cleared. The displacement test was performed and failed. The device alarmed during prime. It was stated that the infusion set and reservoir were changed, and the alarm persisted. The device passed the self test. The alarm history revealed several motor error alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.